Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2616 labeled 2017 labeled. Internal file number - (B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Device coding 2017 - failure to follow steps/instructions. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device using the pre-close technique via a 8f sheath prior to radiofrequency ablation procedure. Prior to proglide use, femoral access site imaging was not performed. Reportedly, after the suture was cut and the device was removed from the anatomy, the suture and knot pulled completely out of the vessel. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 11f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.